Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following a fall the patient no longer had effective therapy. Diagnostic testing revealed impedances on the lead. Following the fall the ipg would no longer charge and was heating up. Surgical intervention was taken wherein both leads were replaced. During the procedure impedances were on the new lead and cleared once the ipg was replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
It was reported to abbott a patient recently experienced a fall which caused high impedance on contacts. Therapy was not adequate. After the accident, they were also experiencing a difficulty recharging their ipg. It would heat up, and the battery would never charge. The heating also occurred when not charging. The patient underwent a revision where the percutaneous leads were replaced with a penta lead. However, when the new penta lead was connected to the pre-existing ipg, high impedances were observed. As such, the ipg was replaced and the impedances cleared. There were no complications. Effective therapy was restored post-op. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.